Event description:
It was reported that the ventilator was not working. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was reportedly unable to have a software upgrade and was investigated by our field service engineer. Troubleshooted to control pc board causing software to hang up. The pc board was replaced and the ventilator then passed all functional and safety tests and was cleared for clinical use. Replaced part was not returned for investigation and no ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).